Event description:
Device issue: failure to deflate. Time of device issue: during the procedure. Adverse event: none. It was reported that the voyager balloon would not deflate. They were able to get the balloon deflated enough to remove it, but the balloon had to be removed partially inflated. Reportedly, there were no pt effects. Although requested, no additional event details or pt info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.